Event description:
Customer reported the system is displaying an interlock failure message. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse, and repaired the j1 connector. System operates as intended.